Event description:
It was reported that the patient's atrial lead developed an infection. No intervention was performed. There were no reported adverse patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151268.